Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer was able to clear the alarm and continue use. Customer stated that the alarm was occurring more frequently. Insulin pump will have to be replaced. No further assistance needed.

Manufacturer narrative:
Insulin pump received a failed self test alarm during a self test due to a faulty y1 radio frequency board. Insulin pump was received with a cracked reservoir tube lip.